Event description:
It was reported that the lead was capped and replaced due to an insulation anomaly. The patient was in good condition with no complications post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.